Manufacturer narrative:
H3: no device or device photo was returned for investigation. Due to this, no root cause was determined as a product evaluation and problem confirmation cannot be performed. No previous repair has been noted in the last 12 months, and no event log history was provided. If the product is returned, this complaint will be reopened for further investigation.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the patient experienced multiple IV remodulin pump alarms for downstream occlusion. It was reported that following a cassette change patient kept getting downstream occlusion alarms on her pump. Trouble shooting was performed and the problem persisted. The reported product fault occurred while in use with the patient. The patient had a backup device available. The patient was able to successfully continue their infusion. The product issue did not cause or contribute to patient or clinical injury.